Manufacturer narrative:
Initial and final MDR 1889090 - MDR 3003442380-2024-08243 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that two infusion sets fell off during use which occurred on (B)(6) 2024. The set was in use for one - two days for each infusion set. Patient's blood glucose at time issue was noticed (with all inf) was between 200mg/dl - 250mg/dl. No further information available.